Event description:
Customer reports the month of the use by date is missing from the label on the compact test strip vial. No adverse event reported. Requested return of suspect device and replacement was sent.